Manufacturer narrative:
No patient information provided. Device serial number unavailable. Device manufacturing date is unavailable. The software investigation found that the behavior described was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the biopsy needle was not tracking. It was recommended to confirm that the trajectory was locked and the biopsy needle was in the reducing tube as well as to orient the camera where the camera could clearly pick up both spheres. The procedure was completed without navigation and there was no impact to the patient outcome. Additional information was received and it was determined that the trajectory was not locked and after locking the trajectory the issue was resolved.

Manufacturer narrative:
Patient age not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was 5 minutes of surgical delay. The cause of the issue was due to user error and the case was completed by re-locking the trajectory.